Event description:
Pt was hospitalized on (B)(6) 2010, with hyperglycemia. Pt went to school that day and had gym. In the evening, he felt sick and his blood glucose was high. Mother called the hosp and delivered a bolus of 8 e. At 7 pm, blood glucose was still elevated. Pt checked the infusion set and found the cannula was bent. The infusion set had been in use since (B)(6) 2010. He changed the infusion set and delivered another bolus of 8 e. Blood glucose was 32.8 mmol/l (590.4 mg/dl) at 10 pm, and he went to the hosp. Infusion headset is changed every 3 days and tubing and insulin cartridge every 4-5 days. No alerts were received on infusion device. The adhesive of the infusion set was dry with no smell of insulin. Mother reported the infusion device ran for 24 hrs without providing an alarm. Infusion set was discarded and was not returned for eval. Infusion device was replaced and requested for eval. The retention sample of the infusion set was evaluated and met specifications. The delivery accuracy of the infusion device was tested and also met specifications. The technical investigation gave no evidence that the device caused or contributed to the condition reported by the pt. No additional info was provided.

Manufacturer narrative:
No product will be returned for eval. This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.